Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the needle from one of the leg assemblies detached and fell loose inside the patient. Reportedly, the needle was successfully retrieved from the patient. The physician removed the uphold device from the patient and completed the procedure with another uphold vaginal support system with no further complications to the patient, who was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the needle from one of the leg assemblies detached and fell loose inside the patient. Reportedly, the needle was successfully retrieved from the patient. The physician removed the uphold device from the patient and completed the procedure with another uphold vaginal support system with no further complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed that a portion of the sutures, with the needle at the end, were missing from both leg assemblies. Additionally, the remaining portion of suture from the blue striped dilator was frayed. Visual analysis of the returned capio device revealed no anomalies. Functional testing of the returned capio device showed that it operated freely and with no anomalies.

Manufacturer narrative:
(B)(4): needle detachment.